Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 the 3.0x38 xience prime stent was implanted in the mid right coronary artery (rca). The patient had chest pain diagnosed as unstable angina on (B)(6) 2015. Revascularization with stenting was performed in the mid rca. The condition resolved and the patient was discharged from the hospital on (B)(6) 2015. There was no adverse patient sequela. No additional information was provided.